Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During catheter insertion, air was noted inside the sheath. Air continued to be drawn endlessly. The sheath was replaced, and procedure was completed with no patient complications. The device was returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During catheter insertion, air was noted inside the sheath. Air continued to be drawn endlessly. The sheath was replaced, and procedure was completed with no patient complications. The device was returned for analysis.